Manufacturer narrative:
Our team conducted a thorough review of the reported event to ensure the ongoing safety and performance of the product. Via sample analysis, the reported event was confirmed due to product specifications/performance failure. The device did not meet relevant specifications. The product was used for treatment purposes. The product did cause the reported failure. Cause of the failure is unknown. Visual evaluation of the returned sample noticed one opened (without original packaging) pw collection system with accessories (collection canister with lid, pump tubing, collector tubing with elbow connector, and external power cord). There were no cracks present. Light residue was present inside the connector tubing. The stop valve opened and closed properly. There was light or sound indicating function with the returned pcba. Once the device was opened, there was a small amount of residue on the base and the rim. Further inside, there was light residue and no corrosion on the returned pcba. There was also a small amount of brown and cream-colored residue in the inner tubing next to the motor. Noted, functional evaluation of the returned sample noticed the device failed tm0301240, revision 3 with a value of 0.404 slpm at 10 seconds of being powered on with the returned pcba. Corrections made to tab (s) d and h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
It was reported by the patient that not at home with the unit but did verbal ts for pw system - (B)(6) was mad because she did not receive a cb when line disconnected twice - upset with service. Rep did ts -unit not sucion properly. Kit has been replaced. Tcm please send bio box. Used with flex wicks. No additional information provided. Troubleshooting did not resolve issue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the patient that not at home with the purewick urine collection system but did verbal trouble shooting for purewick urine collection system: customer was mad because customer did not receive a call back when line disconnected twice: upset with service. Representative did trouble shoot: unit not sucion properly. Kit has been replaced. Used with flex wicks. No additional information provided. Troubleshooting did not resolve issue.

Event description:
It was reported by the patient that not at home with the purewick urine collection systembut did verbal trouble shooting for purewick urine collection system. Customer was mad because they did not receive a call back when line disconnected twice - upset with service. Representative did trouble shoot -unit not sucion properly. Kit has been replaced. Used with flex wicks. No additional information provided. Troubleshooting did not resolve issue.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.